Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large clip applier for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the large hem-o-lok clip applier (part# 470230-12 / lot# n10210719 0107) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system sk3179. There were 10 uses remaining after this last usage. There were no images or procedure video provided for review. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of the large hem-o-lok clip applier was loose at the end of the instrument. The procedure was completed as planned with no patient injury and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier was inspected prior to use with no damage. When trying to put the clip (hem-o-lok-size l purple) there were clip application issues. The instrument did not collide with other instruments.